Event description:
The customer reported that results from another sample was entered against a patient incorrectly. There was no reported patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record, and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. The sl buffer was not cleared after use, so previously requested records could be used by the current set of results being processed.